Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported a seeing flashing lights and being dizzy when walking in the street. The device remains implanted.